Event description:
Ibc from pt stating one her pumps is not working sn (B)(4). It was stuck on the screen that said alert - she couldn't press anything to get out of this screen, she tried taking out the battery and it still wouldn't work. This occurred after she had already switched to her current functioning pump (infusing without problem). No injury reported pharmacy will send replacement pump and box for pt to return malfunctioning pump. No other info provided. Dose or amount: 57 ng/kg/min, frequency: continuous, route: sub q. Dates of use: from (B)(6) 2015 to ongoing.